Event description:
It was reported there was air in the line with no audible alarm. Per report on (B)(6) 2025 at approximately 1800-1900 during shift change the clinician noticed the precedex bag was empty and there was air in the line past the device. It was confirmed the air in line did not reach the patient. The brand of tubing is unknown. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: medical device catalog #, unique identifier (UDI) #, medical device serial #, device manufacture date. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue indicating air in the line without an audible alarm was not confirmed during testing. The source pump modules air detection system was tested using the air in line threshold product analysis procedure. The pump modules air detection system was observed operating within specification. During the external and internal inspection of the suspect pump module, there were no issues or anomalies identified. All pump module inspected parts were determined to be manufactured by bd. The event date was reported as 19 october 2025, between 18:00 and 19:00 (6:00 pm 7:00 pm). A review of the pump module error log showed no errors were recorded related to the reported event or on the reported event date. The pump module event log showed the device in use on (B)(6) 2025 attached to the returned pcu s/n (B)(6) as channel c. The air in line setting for single air bolus was set to 50 microl with accumulated air enabled. On (B)(6) 2025 at 8:35 am the user changed the volume to be infused (vtbi) of a drug that had been previously selected by the user through the guardrails drugs library with dexmedetomidine, rate of 2.535 ml/h, vtbi of 90 ml, drug amount of 400 mcg, diluent volume of 100 ml, patient weight of 7.8 kg, concentration of 4 mcg/ml, dose of 1.3 mcg/kg/h and expected duration of 35 hours 30 minutes. The infusion started with a primary volume infused (pvi) of 2314.74 ml. On (B)(6) 2025 at 7:18 pm the user channeled off the pump module. Between (B)(6) 2025 at 8:35 am to 19 october 2025 at 7:18 pm the pump module infused a total of 88 ml. The alaris pcu unit, model 8015 and alaris pump module, model 8100 technical service manual states: when the accumulated air-in-line option is set to disable, the system sounds an alarm only when it detects an air bolus larger than the bolus size set as the air-in-line detection threshold either 50, 75, or 250 microl. (In anesthesia mode only, the threshold value can be set to 500 microl.) See section 2.5.3 air-in-line settings. When enable is selected, not only does the air-in-line system detect and respond to a bolus size greater than the selected air-in-line threshold of 50, 75, 250, or 500 microl, it also detects and responds to multiple small boluses of a pre-determined number, depending on the bolus size selected as the air-in-line detection threshold. The air-in-line detection threshold specifies the amount of air that can pass through the detector in a single bolus before an alarm sounds. In normal use, the threshold can be set at 50, 75, or 250 microl. The default setting is 75 microl. (In anesthesia mode only, the threshold value can be set to 500 microl). The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report indicating air in the line without an audible alarm was not identified during the investigation. Laboratory testing confirmed that the ail was detecting air within specification. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was air in the line with no audible alarm. Per report on (B)(6) 2025 at approximately 1800-1900 during shift change the clinician noticed the precedex bag was empty and there was air in the line past the device. It was confirmed the air in line did not reach the patient. The brand of tubing is unknown. There was patient involvement but no harm.